Event description:
Additional information was received stating that the rebar encountered resistance with the navien. The cause of the event was not determined. No resistance between the rebar and sfr. It was not determined if there was any kink or damage on the catheters. No kink or damage on the pushwire of the solitaire. The tip of the solitaire sheath was secured into the hub of the microcatheter.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h11 in 2029214-2025-02349: the text in h11 was submitted in error and should be disregarded. This event remains reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that the solitaire encountered resistance and was unable to pass through the navien. The doctor did not mention any problems with the sfr device.

Event description:
Medtronic received a report that during the thrombectomy procedure, it was not possible to advance the sfr stent and rebar through the catheter. Multiple attempts were made, but the tension caused the catheter to bend each time. The catheter was then removed, and a new catheter was used to complete the procedure. Catheter resistance was in the middle section of the navien. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for a mechanical thrombectomy. It was noted the patient's vessel tortuosity was normal. Access vessel was the femoral artery with a 4.2mm diameter.

Manufacturer narrative:
G4: PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.